Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (10mg/ml at 3.0mg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump was tilting in the pocket and it caused the patient to be uncomfortable. An external factor that may have led/contributed to the event was that the patient had lost a lot of weight (not alleged to be related to device/therapy). A revision was performed in which the pump was repositioned and anchored in the pocket. The issue was resolved at the time of the report. The patient's weight at the time of the event was (B)(6) pounds and their medical history was unknown. The patient was without injury at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (10mg/ml at 3.0mg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump was tilting in the pocket and it caused the patient to be uncomfortable. An external factor that may have led/contributed to the event was that the patient had lost a lot of weight (not alleged to be related to device/therapy). A revision was performed in which the pump was repositioned and anchored in the pocket. The issue was resolved at the time of the report. The patient's weight at the time of the event was (B)(6) pounds and their medical history was unknown. The patient was without injury at the time of the report.